Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue had already been resolved by the customer, who shut down the station, reconnected the bus cable for drawer 4, and rebooted the system. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer 4 failure and confirmed with error message that device not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.